Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. Two open boxes with thirty-six representative unopened samples and thirty-nine representative unopened samples were received for analysis product code x557h. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damage was observed on the external packets. Following the sampling plan, a visual inspection was conducted on thirteen samples. The packets were open and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related to the customer complaint and no defects were observed during evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance additional h3 investigational summary: the product was returned to ethicon for evaluation. One dispensed needle suture combination was received for analysis. The product code x557h is double armed. During visual inspection of the returned sample, the swage and attachment area were observed to be as expected. The dispensed suture was examined, and the end was noted to be cut likely caused by a surgical instrument. No issues related to breakage suture were observed during the evaluation. Additionally, the other needle was not returned for evaluation. The functional test was performed in the suture using an instron equipment and the tensile force was above the minimum requirements. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/18/2025. H6 component code: g07002 - pending evaluation of returned device. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. A device has been received; however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure in (B)(6) 2025 and suture was used. It was reported that the suture was broken when the surgeon attempted to sew the tissue. Total 5 products occurred suture breakage issue. Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.